Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that upon arriving at the CT, the oxylog stopped and did not perform patient ventilation anymore. It was continued with o2 support through ambu on the way to ICU. No patient consequences reported.

Manufacturer narrative:
The device was checked by a dispatched technician on site. No failure could be identified during testing according to manufacturer specification. Further the available information and the log file was analyzed in the course of investigation. No error entries could be found at the reported date of event. The log file shows that the last complete device check has been performed over one month before the reported date of event. Upon request it was stated that in this specific case the device ran for 2-3 breathing cycles with a test lung which does not fulfill the condition for a device check that is clearly described in the instructions for use. After querying the reported circumstances it was further stated that the device had generated a "supply pressure low" alarm. This issue could not be further investigated as the used pressure regulator was not manufactured by dräger and not checked after the event. Based on the provided information no device malfunction and no root cause could be identified. In case of deviations the device would generate corresponding alarms.

Event description:
Refer to the initial-report.